Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump received rf pic failed selftest alarm. The customer¿s blood glucose level at the time of incident was unknown. The customer performed self test and found the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with an rf pic failed selftest alarm during the self test due to a faulty component on the rf board.

Manufacturer narrative:
Device received with rf pic failed self test alarm during self test due to a faulty connector on the radio frequency board.